Manufacturer narrative:
The cutter was disposed at the facility and it is not available for evaluation. The lot/device manufacturing records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report was received from a user facility in the (B)(4) indicating that during a procedure the cutter was not cutting properly and was pulling on the vitreous. The cutter was primed and tested prior to the procedure without any problems. The cutter was replaced and the procedure was completed without any injury or consequences to the patient.